Manufacturer narrative:
H3, h6. It was reported that during a total hip replacement surgery, a trial femoral head 36 s/+0 broke in a case and piece was removed. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the document history review was not possible. As there is no batch number available, the complaint history review was performed on product number, revealing 10 additional complaints reported for the same product number over the past 12 months with similar failure mode. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. These failure modes may further be exacerbated by excessive use of the device over time. The performance of the device is still within the risks level that are anticipated in the risk management documentation. The current design will be further monitored through post-market surveillance processes. No further actions are necessary at this time point. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The performed investigation do not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a thr surgery, a trial femoral head 36 s/+0 broke in a case and piece was removed. Surgery was resumed, without any delay but is unknown how the procedure was finished. Patient was not harmed as consequence of this problem.